Event description:
It was reported that the right atrial lead and right ventricular lead each had high thresholds and no capture. Both leads were explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the distal segment of the lead was returned and analyzed with no anomalies found. It was noted that the outer insulation was melted and there was blood/body fluid on the proximal conductor. (B)(4) the full lead was returned and analyzed with no anomalies found. It was noted that there was blood/body fluid on the proximal conductor.